Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-nov-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2020-feb-18 regarding a patient receiving morphine (30 mg/ml at 23 mg/day), bupivacaine (7.5 mg/ml at 5.7519 mg/day), and clonidine (200 mcg/ml at 153.38 mcg/day) via an implanted infusion pump. It was reported that the hcp's physician partner was unable to aspirate from the side port. No details were available as to why they were attempting side port access. The environmental, external, or patient factors that may have led or contributed to the issue were unknown. The system was replaced due to short elective replacement indicator (eri) as well. It was noted that the catheter was partially explanted as it broke off in the tunneling tract. The issue was considered resolved at the time of report and the patient's status was alive - no injury.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type: catheter. Analysis results were not available at the time of this repot. A follow-up report will be sent once analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep). The rep reported that the catheter break that occurred during explant was thought to be related to the inability to aspirate from the cap (catheter access port). It was unclear if the "short eri" (elective replacement indicator) was an allegation of premature battery depletion as the rep indicated the eri was considered both premature and normal. The pump and catheter were returned to the manufacturer for analysis.

Manufacturer narrative:
Evaluation of implantable catheter serial number (B)(6) revealed a break in the catheter body in the distal segment and damage to the transition tubing. The evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8780,serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2020, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2020-mar-06, additional information was received from the manufacturer representative (rep). It clarified that there was no allegation of premature eri.